Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/11/2020. Additional h3 investigation summary: one open sample of product code vcp358, lot pg2114 was received for analysis. During the visual inspection of the used opened sample, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. A functional test was performed and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2114 / vcp358hcn31, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. The suture broke when the suture was drawn tightly to sew the uterus after two stitches in the surgery of cesarean section. Then changed to another device to complete the surgery. As to the broken suture, the strength of drawing it was normal and there was no instrument clamping the suture before. There is no report on patient's injury. No additional information could be provided.